Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was having problems with the device. The caller confirmed that therapy was turned on and the patient tried increasing stimulation on program 2, but could not stand it being increased anymore. The caller was assisted with changing to program 3 and increasing stimulation to the point that the patient could feel stimulation. The caller reported that the patient can't make it to the bathroom and that the patient has the urge to go, but starts to go way before getting to the bathroom. The caller was reminded that stimulation should not be increased to a point that it is uncomfortable, but the patient can try to increase stimulation further if their symptoms do not resolve. The caller reported that the patient felt like the device "turned the bladder on." Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the urgency occurred immediately after the revision on (B)(6) 2017. The patient had forgotten how to change programs and how to increase and decrease the stimulation. A manufacturer representative (rep) walked them through the steps to make changes.